Manufacturer narrative:
As reported in a research article a patient passed away about 9 years after the valve was implanted due to endocarditis of the valve, with the failure of the implanted valve being unknown. Vegetation was noted on the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications a more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, amiens-picardie university hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : richez.ophelie@chu-amiens.fr]. It was reported that on an unknown day in july 2012, a 23mm trifecta valve was successfully implanted in a 73 year old patient with a native narrowing, calcified aortic valve. On an unknown day in january 2021, an ultrasound was performed and revealed vegetation on the right anterior leaflet of the 23mm trifecta valve. On an unknown day in march 2021, an unknown failure of the 23mm trifecta occurred and the patient passed away due to endocarditis of the valve. No additional information was provided.